Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt was undertaken a surgical intervention for a lead revision to gain better coverage for the desired pain pattern. During the procedure, the physician cut the lead. The lead was explanted and replaced with a new lead. The pt reported effective coverage post-operative. The explanted product has been retained by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.